Event description:
During a stenting procedure in a severely calcified lad, the cypher select plus balloon failed to inflate. The user changed to a new inflation device, but still could not inflate the cypher balloon at all. The cypher sds was removed from the patient, and a small circular hole was noted in the center of the sds catheter hub. An endeavor sds was then used to successfully complete the procedure. There was no patient injury reported. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.